Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Event description:
The site biomedical technician reported that the power supply and the triac were replaced to resolve the issue. The machine passed all functional testing and was returned to service with no further issue.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported a 2008t hemodialysis machine failed to power up. A patient was not connected to the machine at the time of the incident. A visual examination was performed by the on-site biomedical technician who noted discoloration on the power control board and power logic board. Additionally, two resistors on the power logic board had burned out, and char marks were present on the board. The unit remains out of service pending further repair.